Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon was ruptured at 10atm within 10 seconds. The device was removed using the normal method without any problem and the procedure was completed with a different device. There were no complications reported and the patient was in good condition post procedure.